Manufacturer narrative:
Updated MFR number from .

Event description:
Customer on an amazon review (B)(6) 2023 reported that he has received more than one false positive result in the past. Reviews may take up to 48 hours to be displayed. Customer was not willing to answer the questions and he did not have the devices and the boxes anymore. Comment: "I still use these tests on occasion, but I've received more than one false positive in the past. Not a comforting track record."